Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the spike of the spike arm was identified to have bent and fractured off on the back table prior to surgery. No adverse events were reported as a result of this malfunction.